Event description:
Pt had removal of tumor and femoral reconstruction using biomet prosthesis. Presented a year and a half later with a fracture through the stem of his femoral prosthesis. He underwent complex removal of the fractured prosthesis, during this removal a comminuted fracture of the femoral shaft was created. A reduction of the fracture was done and cerclage wire was used for stability, an intramedullary rod was then placed and antibiotic impregnated cement.